Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Moisture was observed behind the display. Battery compartment was found to have cracked at the threads area and corrosion was found in the battery compartment. The pump powered on with the audible and vibratory features, but the display was not functional. Pump casing was opened and evidence of moisture intrusion was found inside the pump. Attempt to download the black box was partially successful due to corrosion on the infrared transmission circuit. The investigation was unable to conduct the functional testing due to the moisture damages. No conclusion can be drawn regarding the reported call service alarm issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump emitted call service 064 alarms that cannot be cleared by pump reboot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.